Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the tubing of a transfer set assembly (short), titanium spike. This was noted at the patient¿s home while in use for peritoneal dialysis therapy. No leakage occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual sample was received for evaluation with a cap on the spike. A visual inspection with the naked eye and magnification noted both occluder feet were broken off on the light blue main body of the transfer set twist clamp. There was no cut or hole observed in the tubing. Functional testing including leak testing, clear passage testing, and clamp function testing were performed. There were no issues noted with the clear passage test. Leak testing and clamp function testing revealed a leak through the set with the clamp closed. The reported condition of hole in the tubing was not verified, however, the sample evaluation revealed a damaged main body of the twist clamp due to broken occluder feet. Therefore, the device did not meet specification. The cause of the broken occluder feet could not be determined; however, the damage (cracked/broken) sets were consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes or cleaning agents that damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.